Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found the coupler was held down loosely ( coupler retainer was loose) . The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "preparation and inspection: check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated in a counterclockwise direction. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Based on the results of the investigation, the customer issue was confirmed and issue was found to be due to loose coupler holder . Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus that the camera head was not fixed and kept rotating. There was no patient harm associated with the event.

Event description:
It was reported the camera head was not fixed and kept rotating. The intended therapeutic procedure was completed. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial report. A definitive root cause could not be identified. Olympus will continue to monitor complaints for this device.